Manufacturer narrative:
The insulin pump was received unable to prime due to slightly loose drive support disk; unable to perform excessive no delivery test due to prime anomaly. However, the insulin pump was received with operating currents within specifications and passed self test, a21 error test, rewind, displacement test and basic occlusion test. The insulin pump had cracked case at the reservoir tube window corners, corroded battery tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was high at the time of incident. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.